Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of approach: anterior cervical discectomy and fusion. It was reported that on (B)(6) 2011, the patient underwent spine fusion surgery on the cervical region of her spine from vertebrae c6 to c7. Reportedly, rhbmp-2/acs was implanted in this surgery. The patient's post-operative period has been marked a period of improvement, followed by difficulty swallowing and numbness in both hands.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.